Event description:
Additional information was received stating that the issue occurred during a cervical spine procedure. There was about a 10-15 minute delay in the procedure.

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the software analysis was unable to determine probable cause without further information. Suspect hardware issue since the case description says intermittent tracking. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9733686, serial/lot #: (B)(4); product ID: 9733437, serial/lot # unknown; p715883, UDI#: (B)(4); product ID: 9733575, serial/lot #: (B)(4); product ID: 9733600, serial/lot #: (B)(4). Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the camera lost tracking the instrument even with short distance 1-1.5 meter. Localizer disconnected error occurs after 1 hour. The verified the quality of spheres on the instruments. Then verified instrument tracking. The spheres quality was not satisfactory. So they replaced the spheres with new ones. There was a big improvement of tracking was noticed. After running the unit for 1 hour, the error message "localizer disconnected" occurred and continues to occur intermittently. They replaced the optical camera. Then they updated the firmware on the new camera. The error message "localizer disconnected" occurred after 30 mn. They replace the polaris spectra system control unit (scu). The scu replacement did not solve the issue. So they replaced the external cable. The problem was persisting. So they replaced the internal cable the problem was not solved. They called technical support who recommended to replace the I/o hub. After replacement they tested the system using the reference frame and mapping instruments. All tests passed. The navigation system showed no error. No test and measurement equipment were used during this repair. All test passed. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the health care profession stated that the system tracks instrument intermittently. No further details provided. No impact on patient outcome. Additional information was received stating that the site was still getting intermittent connection on the camera. When opening the ndi toolbox, the hardware showed okay status for both the polaris spectra system control unit (scu) and positioning sensor unit (psu).